Manufacturer narrative:
Event date: (B)(6). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had increased upstream occlusion alarm frequency post-implementation of software update. This occurred during antibiotic therapy in the micu (medical intensive care unit) . There was no report of patient injury or medical intervention associated with this event. No additional information is available.